Event description:
It was reported that during system verification of the da vinci system, the patient side manipulator 1(psm1), faulted with an error message 23021. Intuitive surgical, inc. Representative (field service engineer) replaced the arm to resolve the issue. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 1. The axis-1 harmonic drive was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.